Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead was explanted and replaced because the bipolar and unipolar impedances are greater then 2500 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explant procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.